Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. A cut was evident of outer tubing overlay at medial section at 24 centimeters. Damage at implant was noted. Primary analysis findings noted no anomalies found, lead functionally normal. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis noted defib conductor was distorted at medial section at 31.5 centimeters. Damage at implant was noted. Primary analysis findings noted no anomalies found, lead functionally normal.

Event description:
It was reported previously implanted lead (B) (4) fractured, had very high threshold and intermittent pacing. Consequently, this lead was capped and replaced. Difficulty was encountered implanting the replacement lead and consequently the physician transitioned to the opposite side with a single coil lead (B) (4). This lead, however, was unable to rescue the patient at 35 joules with the device. This lead was removed, and a dual coil lead (B) (4) was selected. Positioning difficulties were encountered with dual coil lead, as patient has a small right ventricle and access was from the right a proximal coil lead that is stiff and larger. This lead was removed as well, and a competitor's brand dual coil lead was selected and able to be placed in the right ventricle without incident.